Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to frayed suture include, but are not limited to, an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tract during deployment or suture snag during harvest. It is possible that interaction with the patient anatomy or friable femoral vessel contributed to the reported suture coming out. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device with a small-bore sheath after a thrombectomy procedure. Reportedly, when the device was removed after deployment, the suture came out frayed with the formed knot. A new prostyle device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.